Manufacturer narrative:
Insulin pump received with cracked display window, cracked case at display window corners, cracked battery tube threads, missing end cap sticker and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir could no longer lock into reservoir compartment. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.